Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was tightly folded. The hypotube and distal shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and distal shaft with a complete separation in the hypotube located 70.5cm from the strain relief. The fracture faces of the hypotube were oval, as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, the delivery shaft fractured. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, the delivery shaft fractured. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.